Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that a surgeon implanted a new pump and filled it. Caller mentioned that the pump has dilaudid in it and it is set at its lowest drip and the surgeon says it is minimal. Caller then stated that several hours after bringing the patient home from the hospital on the same day, they found the patient unresponsive and unconscious. Caller said the patient has been at the medical center since the 26th and they are trying to wake the patient up. Caller also mentioned that their son and daughter-in-law feel that even though the dilaudid dripping down the spine is minimal, it is part of why the patient can't wake up because the patient went from january to the end of may with nothing in them at all. Caller wanted the pump to stay in place and functional, but they wanted to stop the dilauded and there was no one in the hospital who knew how to do that. Agent reviewed role of representative and provided nas number for healthcare provider to call.